Event description:
On (B)(6) 2008 I had outpatient surgery for a hysteroscopy essure tubal ligation. Early in the morning of (B)(6) 2008, I had a severe pain on one side of my lower abdomen so severe that I passed out. I reported it to the nurse the next day, but no actual was taken. When I had a dye test about 3 months later, it was discovered that the essure coil had been pushed out of my fallopian tube on one side into by abdomen. On (B)(6) 2008, I had to have a second surgery to remove the essure device from the peritoneal cavity and to have a laparoscopy bilateral tubal cauterization . One of the essure coils is still in my other fallopian tube. I am now concerned as to whether this device should be removed. My other concern is that I was never warned that the coil could be ejected into by abdomen. It was in fine print in the brochure but not discussed directly with me. I was told essure was an easier procedure, but that was not true. As the essure procedure was an outpatient surgery under anesthesia, I should have been counseled to just have a normal tubal ligation in the first place.